Manufacturer narrative:
This report is submitted on december 19, 2019.

Event description:
Per the clinic, the patient requested the removal of the abutment for cosmetic reasons. The abutment was removed under a general anaesthetic (B)(6) 2019.